Manufacturer narrative:
B3 (date of event): the published date has been used as the event date. Literature citation authors: christian sellin, silkeasch, ahmed belmenai journal name: thorac cardiovasc surg year: 2023 issue number: 71 volume number: 06 pages: 448¿454 title: early results of total coronary revascularization via left anterior thoracotomy literature reference: doi: 10.1055/s-0042-1758149. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: 'early results of total coronary revascularization via left anterior thoracotomy (tcrat). The time frame of this study was november 2019 to september 2021. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: bio-medicus venous and arterial cannulas (23 fr, 15/17 fr, 17/19/21 fr), and mtar cannula for blood cardioplegia. Deaths occurred in the study population. The causes of death were: noncardiac complications¿pneumonia (1 death), bowel obstruction (1 death). Based on the available information, none of the deaths were attributed to medtronic product. Among patient adverse events included: myocardial infarction, repeat revascularization, stroke, revision due to bleeding, delirium, pneumonia, new onset of atrial fibrillation, and superficial wound infection. No further information was provided pertaining to medtronic products.